Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the device and power cord was returned for evaluation. Material defects on the device casing was observed, there was no functional faults observed. It is noted that the reported power cord is not a smith and nephew product. The manufacturing records and processes for the reported device contain no contributory factors, records confirm that this device was manufactured, meeting the required specifications. All inspection and testing requirement was met prior to release. As previously detailed, the device was found to have no faults, and did not contribute to the reported fire. Historical review details previous cases of this nature, which are considered isolated in scope and there are no open nor closed escalation actions. Related to this event type. A review of the product risk files, found that the combination of product, event type and associated harms was not anticipated, updates have taken place, to include probability ratings and associated harms. The probable cause is deemed to be user error, as the power cord that caught fire is not an original smith and nephew product. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed, therefore no corrective actions are deemed necessary. Corrected data: d9 & h3 (device returned for analysis).

Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
It was reported that a renasys touch non connect 4th ed device caught fire. It is unknown whether this problem was noticed in a therapeutic environment or not; therefore, patient involvement has not been confirmed.